Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as advancing across the septum resulted in the reported atrial perforation. The reported patient effects of cardiac perforation and vessel perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the customer reported the device was discarded.

Event description:
This is filed to report to report an atrial perforation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted. After the clip was implanted, an intra-atrial septal defect (asd) was observed and assessed for shunting of blood. It was decided that due to the size of the asd, a 16mm amplatzer device was used to close the asd. The asd was successfully closed and mr reduced to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.